Manufacturer narrative:
Manufacturing site although the current manufacturing site for uphold lite is boston scientific in spencer in, the reported lot involved in this complaint was manufactured by: (B)(4). An examination of the returned capio slim suture capturing device and mesh assembly was performed. No damage was noted to the capio slim suture capturing device. The carrier extended and retracted into the cage with no issue. On the mesh assembly, no damage was noted to the mesh material itself. The leader loops were intact. On the blue/white dilator, the suture was broken in the area where the dart interacts with the carrier, confirming the complaint. The portion of the detached suture containing the dart was found inside the cage. On the blue dilator, no damage was noted; the dart and suture were intact. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. An investigation determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. Therefore, that investigation concluded that the most probable cause for the event of dart detachment/suture breakage is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. The issue of dart detachment/suture breakage is under investigation.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during an apical prolapse procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the dart detached from suture inside the patient. Reportedly, the dart did not fall off into the patient as it stayed inside the capio head. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the current manufacturing site for uphold lite is boston scientific in spencer in, the reported lot involved in this complaint was manufactured by: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during an apical prolapse procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the dart detached from suture inside the patient. Reportedly, the dart did not fall off into the patient as it stayed inside the capio head. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.